Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported with vertigo/dizziness at twenty-one day photorefractive keratectomy (prk) post-operative visit. At visit patient complained of blurry vision and pain of the left eye. Additional information has been requested.